Event description:
A malfunction was reported on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact to the blood glucose level. The customer was provided with pump reset information by technical support, and they planned to reset the pump themselves, with an openness to call back if the issue persisted.